Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for 1 colony forming units (cfus) in the operating channel, 7 cfus in air/water channel, >100 cfus in other channel of an unspecified contamination. >200 cfus of pseudomonas aeruginosas was present in the aspiration channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.